Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the customer in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.